Event description:
It was reported the patient scs system was explanted for an unknown reason. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates, the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the scs system was explanted to address the issue. Date of explant is unknown.